Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p53j had foreign matter on it. The following information was provided by the initial reporter: after attaching the protector, the hcp noticed human hair like fm onto the protector. The drug used is cisplatin.

Event description:
It was reported that protector p53j had foreign matter on it. The following information was provided by the initial reporter: after attaching the protector, the hcp noticed human hair -like fm onto the protector. The drug used is cisplatin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-12. H6: investigation summary: one protector was provided to our quality team for investigation. Through visual inspection, a hair was observed between the expansion bladder and film. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As lot information for this incident was not available, a device history review could not be performed. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h10.